Manufacturer narrative:
On 9/22/2017, the subject scope was received, inspected and found to have the forward water jet line hole partially blocked at the distal end. It is unknown what type of forward water jet pump was used or what the pressure setting was at the time of the procedure. On 9/25/2017, an e-mail was sent to the nurse manager, (B)(4), to obtain more information about the event. To date, no reply was received. On 10/3/2017, a voice mail was left with the nurse manager in follow up. No reply was received. On 10/13/2017, a fujifilm employee familiar with the account confirmed he made two attempts to contact the customer and has not received a reply. Based on the limited information from the customer, it is unknown what exactly caused the injuries to the colon or what the circumstances were during the procedure. The current condition of the patient is unknown. If any further information becomes available, a supplemental MDR will be submitted.

Event description:
The customer reported a patient's colon was punctured during a procedure. Water pressure out of the endoscope was high and caused little tears in the colon, causing water like blisters behind the skin inside of colon.